Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that following the implant procedure, the patient was taken from the cath lab to recovery post initial procedure. Device interrogated and testing showed loss of capture on the right ventricular lead. Patient taken back to the cath lab and lead repositioned. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.